Event description:
It was reported that the patient had inappropriate shocks due to atrial fibrillation with a widened complex. The patient did not follow up with the clinic after the shocks. The patient is now in the clinic and the doctor will address the atrial fibrillation. There were no additional adverse patient effects. The system remains implanted.